Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was evidence of keypad contamination found under the contrast and down arrow key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow, ok and contrast button keypad buttons had a delayed response and required multiple button presses to elicit a response. It was noted that the keypad was worn down. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket or clipped to clothing and cleaned the pump by wiping with a handkerchief. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.